Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
Clinical review/rationale: an impella cp was inserted via right femoral artery in a 71 year old male for acute myocardial infarction with cardiogenic shock. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage c. The patient received support with the cp for percutaneous coronary intervention. On day 1 of support, the femoral insertion site had large hematoma and manual pressure was applied. The patient's urine was also red tinged. The decision was made to escalate to the axillary accessed impella 5.5 pump and explant the cp. Hemolysis and vascular injury are known potential adverse events of the impella cp per the instructions for use.

Manufacturer narrative:
Investigation summary: hemolysis/mechanical interaction with blood: since data logs were not available for review and both a cannula kink and biomaterial were noted on returned product, the cause of hemolysis could not definitively established. Access site adverse event/hematoma: since no defects related to the reported issue were found on returned product and insufficient clinical details were provided, the cause of the access site adverse event/hematoma could not be determined.

Manufacturer narrative:
H6: codes updated according to ongoing investigation.

Manufacturer narrative:
Corrected data: removed e1302 from h6.

Manufacturer narrative:
The product was returned therefore d9 and h6 were updated.